Event description:
Customer reported that the (B)(4) developed a leak on the #11 manifold. This incident happened after the cells were loaded, but before the antibody was added. Add'l info received from customer: the leakage occurred during the platelet wash. The customer stated that there was no negative pt impact. The site was able to obtain the intended dose for the pt.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a isolex disposable leakage that was discovered during cell processing. There have been no reported negative clinical consequences for the pt. As in all cases of leakage, during processing, there is the potential of loss of engraftment or delay in engraftment with the loss of product. In addition, there is the risk of a break in sterility. This puts the pt at greater risk. As such, a leakage during cell processing could potentially cause or contribute to an event if it were to reoccur. (B)(6). As the device is not available for evaluation there is no further investigation possible. This is the first complaint of this nature reported for this product lot. This case will be kept on file for trending purposes.